Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has had discomfort in the area of the implant for a year. The patient saw the hcp on (B)(6) 2018, with fever, nausea and suspected infection. The hcp noticed area might be infected and there is fluid seeping out. Hcp prescribed antibiotics and it helped a little but he thinks it's still infected and needs removal. Hcp didn't culture the infection. Patient services discussed hcp qualification to remove implant. No further complications were reported at this time.